Event description:
It was reported that revision surgery was performed due to pain, aseptic loosening, and discomfort.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.